Manufacturer narrative:
One cleaner was received exhibiting signs of use. The lever was moved back toward the button, and the sheath exhibited a severe kink where the sheath exits the body of the device. The wire was not connected to the device and exhibited breakage. A definitive root cause cannot be determined for the fracture of the wire. However, a potential cause is the kinking of the wire and sheath during use. The location of the kink may have been the furthest point of insertion into an introducer with the sheath withdrawn/wire tip exposed. If care was not taken to keep the handle aligned with the introducer entry point then the wire could become kinked at that location, which could cause the observed fracture. Another potential contributor to the fracture of the wire is the application of excess torque on the wire, i.e. The motor applies torque while the wire cannot turn.

Manufacturer narrative:
One cleaner was received exhibiting signs of use. The lever was moved back toward the button, and the sheath exhibited a severe kink where the sheath exits the body of the device. The wire was not connected to the device and exhibited breakage. The investigation is on-going and a follow-up report will be submitted with additional information.

Event description:
Sheath broke at base of cleaner device and wire became detached. Wire had to be removed from patient.